Manufacturer narrative:
No button error alarm during testing. However, the insulin pump had intermittent up button response due to corroded keypad traces. No motor error alarm or no excessive no delivery alarm during testing. The insulin pump passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was unable to confirmed error alarm due to due to history file overwritten with alarms. The insulin pump alarmed due to a corrupted history file. The motor was tested outside of the insulin pump and passed. The insulin pump had minor scratches on lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer reported via phone call that they received a motor error alarm. Customer states that they also have a button error alarm. The insulin pump will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.